Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and 0.3 mmol/l ketone level; bg value was not provided. A system check was performed and the pump performed as intended. Cause of high bg was found to be due to the customer not calculating the bolus accurately. The customer's parents assisted the customer with using the pump to address bg.